Event description:
It was reported that within a week from a surgery on (B)(6), the patient started to get an infection. The patient also claimed that the implantable neurostimulator (ins) was explanted (B)(6) 2014 because of the infection. However, device registry had an explant date of (B)(6) 2014. It was not clear when the ins was explanted. The patient stated he did not have an implant any longer. The patient was following up with the doctor and had an appointment (B)(6) 2014 to make sure all of the infection was gone. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's report # 3004209178-2015-00384 for the event regarding the prior surgery on (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3487a-45, lot# j0454644v, implanted: (B)(6) 2004, product type: lead; product ID 3487a-33, lot# j0016051v, implanted: (B)(6) 2000, product type: lead. (B)(4).